Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed a breakage. One of the anchor rails and all but one thread have been broken off from one side of the anchor and were not returned. The anchor and sutures are free from the inserter. The condition of the device indicates it was subjected to excessive force during insertion causing the observed breakage resulting in the reported loss of fixation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. (B)(6).

Event description:
It was reported that during a surgery, the anchor detached when it was inserted. A backup device was available to complete the procedure with no significant delay and no patient injuries. Results of investigation have concluded that there was a breakage of the anchor rails and one thread while the anchor was being inserted in the patient, which makes it a reportable event.